Manufacturer narrative:
Cause of death received. Death was reported to be due to dehiscence of the valve. It is unknown if the product was removed during the autopsy. This information has been requested as well as the product return. At this time, without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned or additional information provided, a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information that the patient implanted with this valved conduit (implant duration 9 months) suddenly died at an outside institution. It was reported that the patient was seen 10 days before by their cardiologist and there were no issues with the conduit. The death certificate lists ¿pulmonary arterial intimal dehiscence¿ as their immediate cause of death. The autopsy report has been requested. Additional information was received that the cause of death on the autopsy was "pulmonary arterial intimal dehiscence". The echocardiogram performed 11 days prior to the patient's death noted a widely patent conduit; however, there were velocities of 3.7 m/sec indicating an overall peak instantaneous gradient of 55 mm/hg. There was no conduit valve regurgitation.

Manufacturer narrative:
Conclusion: since filing the initial report, investigation for this event has been completed. The device history review of this device was reviewed and no anomalies were noted that would have impacted this event. It was reported that the cause of patient death was due to dehiscence of the conduit. It is unknown if the device was removed during autopsy. It was reported that the echocardiogram performed 11 days prior to the patient's death noted a widely patent conduit; however, there were velocities of 3.7 m/sec indicating an overall peak instantaneous gradient of 55 mm/hg. However, without product return, a conclusive cause of the dehiscence of the conduit could not be determined. Quality assurance will continue to monitor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.